Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient¿s blood glucose levels increased to above 300 mg/dl while wearing the pod for approximately 49 to 71 hours. It was reported that insulin leakage occurred, resulting in the adhesive backing becoming wet. It was noted that the adhesive remained secure during wear; however, the patient applied additional tape. Upon removal of the pod from infusion site (leg), the cannula was found to be bent.